Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included dysuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, calculus of kidney, menometrorrhagia, dysfunctional uterine bleeding, vaginitis, vaginal burning sensation, adenomyosis, prolapse, chronic cervicitis and hemostasis. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 10 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), nausea ("nausea"), eye swelling ("vision/eye problems type: nervous-eye swollen"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have ocular neoplasm ("tumor / teratoma / cancer type: eye ¿ vision") and weight increased ("weight gain"). The patient was treated with surgery (hydrothermal endometrial ablation and total hysterectomy with diagnostic cystoscopy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, pain in extremity, dysmenorrhoea, dyspareunia, hot flush, night sweats, mood swings, urinary tract infection, bacterial vaginosis, migraine, ovarian cyst, nausea, ocular neoplasm, eye swelling, fatigue, weight increased, alopecia and vaginal discharge outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube perforation, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ocular neoplasm, ovarian cyst, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient underwent oophorectomy on (B)(6)2014 and salpingectomy on (B)(6) 2015. On an unspecified date patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2008: result: no hyperplasia, atypia, polyp or evidence of endometritis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, back pain, vaginal haemorrhage and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Following events were added: perforation (fallopian tube(s)), perforation (uterus), hot flashes, night sweats, mood swings, abnormal bleeding (vaginal), menorrhagia, urinary tract infection, bacterial vaginosis, migraines / headaches, ovarian cyst, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: eye ¿ vision, eye cancer, nervous-eye swollen, fatigue, weight gain, abdominal pain, cramps, hair loss, vaginal discharge, lower back pain, leg pain and she did not underwent an essure confirmation test. Medical history, historical drug, lab data and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.